Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that while clipping the cystic duct with the 1st clip applier, the black jaw broke down and fell into the abdomen. The clips also fell into the pt. The surgeon took some time to remove them and when he used the second device, it did the same thing. The surgeon noticed they were from the same lot number so he changed lot numbers and that device completed the case with no incident. The pt had an extended or time.